Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the internal carotid artery. After the procedure and during removal of the emboshield nav6, there was difficulty capturing the filtration element as the distal part of the filtration element was ruptured; however, it was finally able to be captured and removed with the retrieval catheter. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. Based on the information provided, a definitive cause for the difficulty recovering the filter and filter damage could not be determined. It may be possible that the difficulty retrieving the filter was due to a large embolic load causing difficulty pulling the filter into the retrieval catheter and damage to the filtration element; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3: device not available for evaluation.